Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6) 2008. According to the complainant, post-procedure, the patient presented with an unspecified injury. According to he physician, he was was unaware of any problems, complications, or complaints with regard to this patient. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.